Manufacturer narrative:
PMA/510k #: p020023.

Event description:
On (B)(6) 2010, a spontaneous report by a physician was received from a company representative regarding a female (age not reported) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history, skin type and concomitant medications were not reported. The patient received an injection of restylane (amount injected not reported) on (B)(6) 2010 to an unspecified injection site. Pre-procedure medication used was not reported. Additional procedures performed at the time of implantation included dysport (abobotulinumtoxina). On (B)(6) 2010, the night of the implantation, the patient developed tachycardia. The patient called the physician's office that night and reported the tachycardia. The tachycardia later resolved on an unspecified date in (B)(6) 2010. On (B)(6) 2010, the patient called the physician again and reported a recurrence of tachycardia and the development of shortness of breath and nausea. The physician's opinion of causality was not reported. The physician's assessment of severity of the events was not reported. Despite follow-up attempts, no response was received from the physician.